Event description:
It was reported to philips that the system failed to boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to boot up. Review of the system log file showed that there was malfunctioning in sib (system interface box). Upon troubleshooting, fse found that faulty dc power supply behind m-cabinet. To resolve this issue, fse replaced dc power supply. The defective power supply was returned to philips for analysis and found that the led didn¿t glow, and fan didn¿t run. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.